Event description:
It was reported that the display on the insulin pump has been going blank. It was stated that the insulin pump has a crack in the battery compartment. Blood glucose value is 280 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.